Event description:
It was reported that pump screen was dark and would not turn on, and pump button was extremely difficult to press and required multiple presses to activate screen. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to remove pump from case and press button in a specific way to turn on display, agreed to continue using current pump as backup until replacement arrived, and was advised to place pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label within 10 days, all of which customer understood and acknowledged.